Event description:
Orders noted to draw blood culture from broviac line. Attempted to remove t-connector and t-connector snapped and a piece of the t-connector remained inside the broviac line. Dr called to bedside and informed. IV fluids switched to a piv and surgery dr called to repair line.